Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported.

Event description:
It was reported that stent dislodgment occurred. During preparation of a 7.0mmx19mmx90cm express sd renal/biliary stent, upon insertion into the sheath, the stent came off the stent delivery balloon. The device never entered the patient's body. No patient complications were reported.

Event description:
It was reported that stent dislodgment occurred. During preparation of a 7.0mmx19mmx90cm express sd renal/biliary stent, upon insertion into the sheath, the stent came off the stent delivery balloon. The device never entered the patient's body. No patient complications were reported. The returned product consisted of the complaint device, mandrel and balloon protector. Visual and microscopic analysis on the outer shaft, inner shaft, balloon and tip noted that stent is flattened and damaged. The balloon was still tightly folded and the stent impression marks when it was cramped on the balloon is still visible. There is blood present in the guidewire lumen, on the stent and on the balloon folds. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported.